Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the power supply unit being faulty was confirmed during product evaluation. The assignable cause was a defective power supply printed circuit board and blown fuses. The power supply printed circuit board and fuses were replaced to correct the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a faulty power supply unit. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a colleague pump with a user interface module software version of 7.01.00.